Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during raster pattern on the right eye (od) of a male patient with an intralase patient interface (pi) after the laser fired. It was noted that the patient moved. They attempted to reapply suction without success so the surgeon had the patient wait in pre-op. It was reported that the doctor switched out the pi kit completely, that the patient was brought back into the laser room and surgeon changed the bed depth an additional 40 microns making the depth 160 microns. The flap was successfully created, the excimer laser was applied. A bandage contact lens (bcl) was placed. It was reported that both eyes were completed and on (B)(6) 2017-one day post op for the patient, the bcl was removed and the patients uncorrected visual acuity (ucva) was 20/15. There was no loss of best corrected visual acuity (bcva) reported and there was no medical intervention required.